Event description:
Per the clinic, the patient experienced swelling at the abutment site. Subsequently the patient was administered with steroids to reduce the swelling (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent a skin revision surgery (date not reported) in order to remove the affected tissues.